Event description:
The luer hub was separated during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned the distal luer hub of a s-l cvc for analysis. The rest of the catheter was not returned for analysis. Visual analysis revealed that the distal luer hub (green hub) had separated from the assembly. Remains of the extension line were found inside the luer hub. The customer did not return the rest of the catheter. The inner diameter of the distal lumen measured to be 1.4986 mm which is within specifications of 1.42-1.50 mm per product drawing. The returned catheter luer hub was not able to be functionally tested due to the damage and the lack of the entire catheter returned for analysis. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Do not suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The customer report of an extension line/luer hub separation was confirmed by complaint investigation of the returned sample. The distal luer was separated and contained remnants of the extrusion within the hub. However, the rest of the catheter was not returned for analysis. The sample passed all relevant dimensional inspections, and a device history record review was performed with no relevant findings. Based on the sample received, a root cause could not be determined without the rest of the catheter returned for analysis. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The luer hub was separated during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).